Event description:
The patient's diagnosis was spasticity secondary to spinal cord injury. The patient had a pump that delivered lioresal intrathecal medication with a dose of 800 mcg/day. The pump site was infected secondary to a vascularly disseminated infection from a distant site. The hcp was trying to "save the pump." The patient wanted the pump explanted. The patient also experienced these symptoms related to the pump: severe cerebrospinal fluid leak, pocket hematoma/seroma/edema (not specified), erosion, inflammatory mass, and fever. Surgical intervention was noted on (B) (6) 2010 as well as a medication dose decrease. On (B) (6) 2010, the pump and catheter were explanted. On (B) (6) 2010, the patient was off antibiotics and awaiting re-implantation of the pump system. The patient outcome was described as serious injury/illness-ongoing.

Manufacturer narrative:
(B) (4).